Event description:
A doctor reported that a customer experienced pain while wearing an adc freestyle libre sensor. Customer reported it "hurts just by touching the shoulder of the attached side" and that the arm could not be raised. Customer had contact with a doctor who removed the sensor and provided unspecified "painkillers". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to discomfort/pain/bruising during sensor wear. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensor, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A doctor reported that a customer experienced pain while wearing an adc freestyle libre sensor. Customer reported it "hurts just by touching the shoulder of the attached side" and that the arm could not be raised. Customer had contact with a doctor who removed the sensor and provided unspecified "painkillers". There was no report of death or permanent injury associated with this event.